Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer 4 failed and required maintenance. A field service engineer (fse) arrived on site and worked with customer to troubleshoot the station, replaced the latch magnet and the right-side slide, verified proper operation, confirmed no other issues in the pharmacy, and closed the case. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the full height cubie drawer 4 required maintenance. The customer rebooted the station and attempted a drawer recovery; however, the system continued to display a requires maintenance error, and the drawer did not open during the recovery process. The drawer was also accessed from the back, and no physical jamming was observed. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.